Manufacturer narrative:
Manufacturers investigation conclusion: the power module, serial number ppm (B)(4) was returned for evaluation following the reported event of system monitor display issues. The system monitor display issues are addressed via the system monitor investigation ((B)(4)). The power module was evaluated at service depot and found to function as intended. The power module was functionally tested with a test system monitor, system controller, and mock circulatory loop and no issues were observed. A full functional checkout was performed and the unit passed all tests. The unit was returned to the customer. The reported event could not be correlated to an issue with the power module. Incidental findings: ground pin was not fully inserted in the internal monitor cable assembly. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(4) was shipped to the customer on 13apr2010. The power module instructions for use (IFU) instructs the user on how to routinely inspect, clean, and maintain the power module. Section 2, entitled setting up the power module (pm) prior to use informs the patient not to use a power module that appears damaged, and to obtain a replacement if needed. Setup and use of the system monitor with the heartmate power module are documented in the heartmate power module instructions for use (IFU) section 2.5 setting up the system monitor for use with the power module and the heartmate 3 IFU under section 4 system monitor. The heartmate power module instructions for use (IFU) section 2.7 "monitoring pm performance and performing a pm self test" and the heartmate 3 IFU section 3 "powering the system" explain how to perform a power module self-test. Heartmate 3 patient handbook section 6 "caring for the equipment" describes how to care for and clean the equipment, including the power module. Section 10, entitled safety checklists, provides checklists to assist the patient in performing routine maintenance of the equipment, including inspecting the power module. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook, under section 5 alarms and troubleshooting and heartmate 3 instructions for use (IFU), under section 7 alarms and troubleshooting cover all alarms (visual and audible), including the no external power, power cable disconnect, and pump off alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing this event.

Event description:
It was reported that the account noted a pump stop and low flow message on (B)(6) 2021 following device interrogation. The patient was transferred from the intensive care unit (ICU) to a floor room around 14:00 on (B)(6) 2021 following pump implant on (B)(6) 2021. On (B)(6) 2021 around 21:00, the nurse did a battery test of the power module. The system monitor became dysfunctional and the display was inappropriate. The power module and system monitor were exchanged. The issues resolved with power module and system monitor exchange. A review of the log file noted that the pump stop was an intentional pump stop caused by the pump stop button being briefly activated at the system monitor. The pump was off for approximately 2 seconds. The nurse reported that the different numbers on the system monitor display were displaced and the pump flow display turned off. The power battery test was not performed at the time of the system monitor and power module exchange. The battery test was performed on the morning of (B)(6) 2021. Waveforms were registered. The devices seemed to be working correctly to the account. The power module and system monitor will be returned. The patient was asymptomatic. The power module and system monitor were exchanged. Related manufacturer report # 2916596-2021-00543.